Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported experiencing fast draining battery with their abbott diabetes care device. The product was returned and investigated for fast draining battery, however during investigation internal burn damage was observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed due to use related issue. Customer stated was stated that "the battery of the drive is draining too fast." Reader was not power on with button, strip, or usb cable insertion. Reader was connected with pc and software but not able to recognize the reader. Visually inspection has been performed on the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Visually inspected the power adapter and no issues were observed. Performed load test on the returned power adapter and results were within specification range (4.75v-5.25v). Power adapter passed testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly), a burnt and damaged component was observed. Stm processor was observed. Further investigation was conducted, where a visual inspection was performed on the reader and observed damage to reader casing. The damaged reader did not contribute the customers complaint. Visual inspection has been performed on the pcba and observed u13 to have burn damage. Stm processor was returned. Returned battery was too low to power on reader. A known good battery was used to continue the testing. Used a multi meter to measure voltage across resistor r100. High voltage was observed across the resistor. The burn damage on the u13 was caused due to overheating components. This was caused when an incorrect charging adapter was used, which cause the overcharge protection to fail and results in components heating up from a high voltage than that required and could cause the reader functions to stop working. Therefore, issue is not confirmed to use due to incorrect adapter used. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported experiencing fast draining battery with their abbott diabetes care device. The product was returned and investigated for fast draining battery, however during investigation internal burn damage was observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.